Event description:
It was reported that a patient was implanted two unknown dynesis spine components (spacers, exact catalogue number unknown) on an unknown date. It was reported that the products were removed from the patient at an unknown date for unknown reasons.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review since they were taken by the hospital. No surgical report, x-rays, or other source documents were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).